Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-03222. It was reported the patient ((B)(6)) required frequent charging (twice a day) of his ipg. System diagnostics determined high impedances on the lead. As a result, the patient underwent surgical intervention on (B)(6) 2016 wherein the ipg was explanted and replaced. During the surgery, the physician observed the lead was pulled out of the header. Postoperatively system diagnostics revealed high impedances on some contacts. However, effective stimulation was restored postoperatively.